Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left anterior descending artery. The 2.80x19mm rx graftmaster covered stent system was advanced in the attempt to cover the perforation; however, failed to cross due to the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.